Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display, failed battery test alarm and a battery out limit alarm. The customer's blood glucose was 248 mg/dl at the time of incident. The customer's mother stated that the battery compartment and spring were neither damaged nor corroded. The customer's mother stated that the battery cap was not missing or damaged. The customer's mother was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.